Event description:
While reporting issues with the insulin pump's batteries, customer stated that he had recently been hospitalized due to a high blood glucose level. Blood glucose level was above 500 mg/dl at the time of admission. Customer also reported having diabetic ketoacidosis at the time of hospitalization. No further information was provided.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed basic occlusion test, a21 error test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to complete functional test including occlusion test and excessive no delivery test due to prime anomaly. No unexpected low battery alarms were noted. No cosmetic damage noted.